Event description:
The customer reported in 2005, that a system 1000 hemodialysis instrument was leaking. The nurse also reported that an extra liter of fluid was removed from the pt. The nurse stated that the pt was doing fine and no pt injury or medical intervention was reported. No further info is available at this time.